Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000mcg/ml baclofen at 670mcg/day via an implantable infusion pump for intractable spasticity and myelopathy. It was reported that the pump was empty. The patient went into the hcp office and the pump was alarming. The patient also had been itchy and had increased spasticity for around 2 weeks. It was reported the patient was scheduled to come in on (B)(6) 2018 based on the previous refill and alarm date. The pump was reading that it was empty and 27+ml was delivered. It was reported that the refill date should have been earlier. The hcp reported they had dictated the wrong refill date and it was a clerical error. The refill was overdue. No further complications were anticipated/reported.